Event description:
It was reported that during a follow-up an episode of noise was recorded. Externalized conductors were observed via fluoroscopy. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).